Event description:
Patient evaluated in physician office and found to have right ventricular lead impedence of greater than 2500 ohms. Admitted and taken to ep lab for right ventricular lead extraction and replacement. Concern that patient had been manipulating their pocket since the aicd insertion the can was upside down. The right atrium leads, right ventricular aicd lead and the lv epicaroial leads were wrapped around in a tangled ball of lead and scar tissue. Rv lead fractured with a breakdown of the insulation housing right atrial lead has areas of disruption along the insulation.